Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received multiple inappropriate shocks. Review of the episodes noted oversensing of noise, which was able to be recreated when the patient came back in for product testing. An x-ray performed showed the electrode could stand to be implanted in a better position, but no further anomalies were observed. Shock impedance measurements were observed to be high, but still within acceptable range. No changes have been made at this time and the s-ICD remains in service. No adverse patient effects were reported.